Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. Unit received with cracked keypad overlay at select button and peeling keypad overlay.

Event description:
Customer reported via phone call that insulin pump had reservoir lip broke off. The reservoir was able to lock in place when inserted into pump. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.